Manufacturer narrative:
Additional narrative: patient weight is unknown. (B)(4). Device broke intra-operatively and was not fully implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient underwent a surgical procedure on (B)(6) 2015 to have a proximal femoral plate implanted. During final tightening of the screws, one (1) screw broke. The head of the screw was successfully removed, but the stem remained in situ. The procedure was completed with no reports of surgical delay. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
The lot number of the subject device was identified upon receipt. Other number¿UDI. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. Manufacturing location of the device was identified and corrected. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was completed: the investigation has shown that the tip of the cortex screw is broken off as complained. The remaining screw body was not returned for evaluation since the item was remained in the bone. The review of the production history revealed that this implant was manufactured in june 2014 in accordance with all established requirements. No manufacturing related issues that would have contributed to this complaint were found. Unfortunately, we are not able to determine the exact cause of failure. It is likely that either too much mechanical force had been applied during use or that the tip has not been positioned properly. The relevant dimension of the cortex screw cannot be measured due to its broken off/damaged condition. No indication for a material related issue. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.